Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (f&p) in (B)(4). We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that the pressure valve of a rd900 neopuff infant resuscitator is not working properly. There was no known patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator fascia and valve system were returned to fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance checked. Results: visual inspection of the complaint device revealed that the manometer needle was stuck. The valve system were performance checked with a known good manometer and found to be functioning. Conclusion: we could not determine the cause of the reported event, however it is likely due to impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative that the pressure valve of a rd900 neopuff infant resuscitator is not working properly. There was no reported patient involvement.